Event description:
It was reported that during a stent deployment procedure, the stent allegedly broke off , migrated and resulted in bowel obstruction. It was further reported that surgical intervention was required to remove the broken stent. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Potential adverse events associated with the use of the bard lifestar biliary stent system include, but may not be limited to the usual complications reported for conventional biliary stents and transhepatic procedures. E.g., stent fractures, stent malposition, stent migration and stent obstruction secondary to tumor ingrowth through the stent, tumor overgrowth at the stent ends, or sludge occlusion. Based on the instructions for use supplied with this product the bard lifestar biliary stent system is indicated for the treatment of biliary strictures resulting from malignant neoplasms. H10: d4 (expiry date: 04/2020), g3 h11: h6 (device) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 04/2020.

Event description:
It was reported that during a stent deployment procedure, the stent allegedly broke off , migrated and resulted in bowel obstruction. It was further reported that surgical intervention was required to remove the broken stent. The patient status was unknown.